Manufacturer narrative:
Results: the cat8 was ovalized approximately 17.0 cm from the hub and from 110.0 cm from the hub to the distal tip. Conclusions: evaluation of the returned cat8 revealed an ovalized device. The sheath identified in the complaint report was determined to be dimensionally incompatible with the cat8. The ovalizations may have occurred when attempting to advance the cat8 through a dimensionally incompatible parent device. The cat8 od was within specification on its undamaged regions. The proximal ovalization was likely incidental and may have been due to forceful manipulation outside of the patient or during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a tibial disease using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician loaded a cat8 over a guidewire and attempted to advance the cat8 into a non-penumbra 8f sheath; however, resistance was encountered and the cat8 would not advance. It was reported that the back of the sheath pin hole was dilated and nicked with a knife to try and make the introduction easier; however, the cat8 would not advance and became ¿accordioned¿ and mangled. Therefore, it was removed. The procedure was completed using an indigo system aspiration catheter (cat6). There was no report of an adverse effect to the patient.